Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had alarmed pump error. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and it was reported that she was able to clear the alarms as well as able to complete the insulin pump rewind. The customer was assisted in performing self test and a hardware low level failures error occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self test. No pump errors 3 or 63 were noted during testing. No pump error 3 is found in the formatted history file; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.